Manufacturer narrative:
G4: 02apr2020. B4: 03apr2020. After numerous attempts to obtain information on the repair of this device and if the unit was in clinical use with no response, this complaint is being closed. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
The customer reported that the pressure and flow accuracy readings are not accuracy, according to the respiratory therapy department. The manufacturer's field service engineer (fse) performed remote troubleshooting. The customer completed a performance verification test (pvt) on the unit, and could not find anything out of specification. The customer reported that the unit made a strange noise when put into standby mode. The customer requested that a field service engineer (fse) come onsite to evaluate the unit. There was no reported patient or user harm. It is unknown if the unit was in clinical use at the time the reported issue was discovered.